Event description:
It was reported that the patient underwent a previously implanted mesh erosion/revision/reconstruction and removal surgery on (B)(6) 2001 and had a mesh product implanted at this time with no complications post-operatively. The patient underwent a mesh removal surgery on (B)(6) 2009 due to pain, vaginal wall erosion and dyspareunia. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved. See also medwatch 2210968-2012-01404. The same patient is represented in each medwatch.